Manufacturer narrative:
Pt info: information unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). First/given name: information unknown/ not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic was stuck in the shooter and the lens was torn when trying to get it out. The lens had to be removed and replaced during the same procedure. The patient did not suffer any injuries as a result of this event and the surgery was successfully completed with a spare iol. The lens was discarded. No further information was provided.